Event description:
It was reported that the pt has a cholesteatoma which needs to be removed. The pt is to be explanted. Testing shows increasing high impedances across many of the electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.